Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 04.500.171, 2.0mm curvilinear distractor r70/left, lot number 7177612). The subject device was received. The worn assembly u-joint collar 1 component has two brightly colored circumferential gouges where the finish has been worn off of the outside diameter surface. Due to the presence of the circumferential gouges on the u-joint collar 1 component of the device, it is possible that the u-joint collar 1 component was in contact with another surface while the distractor torque transmission mechanism was being actuated, possibly resulting in the complaint condition. Since this complaint could not be replicated, it has been deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 3317dhr 04.500.171 lot 7177612 rls 4/29/13, isimac manufactured the curvilinear distractor, p/n 04.500.171, and lot 7177612 for po 1494447 and wo 3271451. The supplier¿s c of c (dated 4/15/13) states that the lot is manufactured to revision ¿d¿ and met all required specifications. The parts were inspected and conformed to incoming final inspection sheet ns027308, revision ¿f¿ (completed 4/25/13). No ncrs were generated for this lot and the parts were released 4/29/10. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report in synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during system training before surgery when attaching the new extension arm and testing the distractor, the distractor didn¿t distract smoothly. When turning with the activation instrument, a lot of force was needed to distract the distractor. The distractor was tested with and without the extension arm. It was determined that if this distractor was implemented there could be a big risk that it was not possible to distract the mandible. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.